Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d1, d2, d3, d4, d9, g3, g4, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the motor speed was slowing and stopped operating. The motor was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
Dermatome failed to function as needed to perform surgery. Intermittent functionality (start/stop) and noisier than normal when running. The event occurred during surgery. The skin graft the machine cut out and then started up again, but then cut out again. There was no harm or delay. No adverse event was reported as a result of this malfunction.